Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to fph in (B)(4) for investigation where it was visually inspected. Results: visual inspection revealed that the upper and lower manometer nuts were loose and causing the manometer to rotate freely inside the housing. Conclusion: it is possible that a production line operator may not have tightened the nuts properly and that they became loose during shipping or transportation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a neopuff infant resuscitator had a manometer that was broken. This was found by the customer when they first received the new neopuff.